Event description:
Subsequent to the initial MDR, additional information was received on 09/29/2025. Data was further reviewed. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - correction/additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified wearable issue occurred. The date of the event is an approximation. During the initial contact with dexcom technical support, the patient communicating through a translator shared that they had been hospitalized approximately 3-4 months prior due to a blood glucose meter reading of 400 mg/dl. At the time of hospitalization, the patient¿s continuous glucose monitor (cgm) was reportedly ¿not functioning,¿ and no cgm values were being received. No additional details were obtained regarding the nature of the cgm error, patient symptoms, medications, treatments, or the duration of the hospitalization. During a subsequent follow-up on (B)(6) 2025, the patient revised their account, stating that the hospitalization occurred approximately one year ago and was unrelated to the dexcom device. At the time of the follow-up, the patient reported they were ¿doing fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.